Event description:
It was reported the generator had repeated restarts and displayed an e090 error. The event was observed during preparation for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: motherboard electrical failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generator had repeated restarts and displayed an e090 error. The event was observed during preparation for an unspecified procedure.there were no reports of patient involvement.